Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received the failed battery test. Customer's blood glucose level was 149 mg/dl. The customer was assisted with the troubleshooting. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Device received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing.